Manufacturer narrative:
(B)(4).

Event description:
The device receiver was returned for evaluation. An exterior visual inspection was performed and it passed. The receiver failed to charge and boot up. The receiver was opened for an internal visual inspection and it passed. The speaker resistance was measured and it passed. Data download and functional tests were unable to be performed. "Call tech support error hwrf" error message was observed on screen of the receiver. The complaint confirmation of no audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/10/2018 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no audio output could not be determined. A root cause could not be determined.